Manufacturer narrative:
Internal complaint reference number: case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rtsa surgery, when implanting a glenoid baseplate 10 deg fw aug, the central, superior, anterior and posterior peripheral screws locked well, but the inferior screw did not lock. The surgeon tried to drill multiple times and also tried multiple screws, but still would not lock. It seems like the baseplate has faulty threads on the inferior hole. Surgery was resumed with the same s+n product, and leaving the inferior baseplate hole and bone hole open, without any screw. It was completed with only three peripherical screws and one central screw. It is unknown if there was any surgical delay, but no further complications were reported.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4). A delay was confirmed. The following fields were updated: b5 and h6.

Event description:
It was reported that, during a rtsa surgery, when implanting a glenoid baseplate 10 deg fw aug, the central, superior, anterior and posterior peripheral screws locked well, but the inferior screw did not lock. The surgeon tried to drill multiple times and also tried multiple screws, but still would not lock. It seems like the baseplate has faulty threads on the inferior hole. Surgery was resumed, after a 20-minute delay, with the same s+n product, and leaving the inferior baseplate hole and bone hole open, without any screw. It was completed with only three peripherical screws and one central screw. No further complications were reported.